Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no reported adverse effect to the customer's blood glucose level. The customer planned to rely on insulin pens until their prescription could be filled and was advised by technical support to use multiple daily injections temporarily as customer did not have enough insulin to fill another cartridge.